Event description:
It was reported that when using the cartridge to implant the lens, white particles were observed after lens injection. The particles were removed with irrigation and aspiration and the patient is reported as fully recovered. Through follow up, we learned that it is not known if the particles arose from the cartridge. There was no delay to the procedure. There are no photographs or videos available to investigate. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 24-mar-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the received cartridges. No foreign material or white particles were identified. Further inspection revealed that the used and affected cartridge was not returned for evaluation. The particle is not available for composition characterization, and the source of the foreign matter could not be determined. Therefore, the complaint issue reported could not be verified. The manufacturing process contains the controls to identify and discard units with foreign material. The complaint issue "foreign material - loose" was not identified during product evaluation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.